Manufacturer narrative:
B4:11may2021. The field service engineer (fse) replaced touchscreen to address the reported issue. Verification of functionality passed.

Manufacturer narrative:
The touchscreen was returned for evaluation and tested. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The reported malfunction was confirmed. The ul_lr and ur_ll resistance were found to be out of specification.

Event description:
The customer reported that the touch screen is not working. The customer contacted product support and requested for service repair. It is unknown if the unit was in use on patient , but there was no patient harm reported.